Event description:
A customer reported a cartridge change error with their pump. Their blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The customer was instructed to remove the cartridge, inspect the o-ring, and clean the pneumatic tap area. Despite these efforts, they were unable to successfully load a new cartridge onto the pump and were referred for escalated troubleshooting. The customer also requested an extension for returning their old pump, which was granted, and they planned to return it the following week. Customer will continue to use the current pump for insulin therapy.